Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2004. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2004. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. It was further reported that the patient received a CT scan of the abdomen without contrast on (B)(6) 2017. Findings revealed that the filter tip is asymmetrically positioned within the lumen. Closely associated with the left lateral margin of the inferior vena cava at the level of the left renal vein. The filter strut tips extend beyond the vena cava wall. No surrounding fluid collections or vena cava expansion was identified.